Event description:
It was reported that this pacemaker exhibited undersensing of the right atrial (ra) channel. No further information was provided. This pacemaker remains in service. No adverse patient effects were reported.